Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate (hm) 3 left ventricular assist system (lvas), serial number (B)(6), and the reported events and patient outcome could not be conclusively established through this evaluation. The account reported that the patient expired on (B)(6) 2021 due to multi-system organ failure. Information regarding whether the event was device or therapy related was not provided and an autopsy was not performed. Due to patient privacy laws, the managing hospital did not communicate patient outcome information. However, based on a review of the available patient records and a request for patient outcome, there were no device issues at the time of the patient outcome. It was reported that heartmate 3 lvas, serial number (B)(6), was not explanted and would not be returned for evaluation. The heartmate 3 lvas IFU lists multiple types of organ failure and dysfunction (including respiratory failure, right heart failure, renal failure, and hepatic dysfunction) as adverse events that may be associated with the use of the heartmate 3 left ventricular assist system. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The implant kit was shipped on 28sep2021. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that patient passed away due to multi-organ failure after being on support for 2 days. An autopsy was not performed.